Event description:
It was reported that the customer felt the piston was not turning normally when filling the tubing and, as a result, received a no delivery alarm. The customer stated that she received a no delivery alarm while doing a manual prime. The customer's blood glucose was 125 mg/dl. Troubleshooting was done. Advised the pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).